Manufacturer narrative:
The used cartridge was returned. The cartridge has been placed into a handpiece. The tip of the cartridge has heavy stress. An aneurysm is observed on the top, starting at the thick nozzle wall behind the parting line. A second large aneurysm is observed on the side. This is excessive damage. The product history records were reviewed and all documents indicate the product met release criteria. The lens model indicated is not qualified for this cartridge. The lens is only qualified for use in two different sized cartridges. The indicated viscoelastic is not qualified for the lens model with the approved combinations. Dye stain testing was conducted with acceptable result for top coat. The root cause may be related to a failure to follow the directions for use. The lens model indicated is not approved for the indicated cartridge. The use of unqualified combinations may result is delivery issues and/or damage. The tip is not split. Two aneurysms have formed along with heavy stress, and an opening is observed where the nozzle wall was stretched too thin. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced and not an immediate ¿burst¿ event, unless the lens was advanced at a very fast rate. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. (B)(4).

Manufacturer narrative:
The product history records were reviewed and documentation indicates the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. (B)(4).

Event description:
An operating room coordinator reported that during an intraocular lens (iol) implant procedure, the cartridge burst open as the iol was being injected into the patient's eye. The haptic of the iol tore apart and the patient's cornea was torn as well. Corneal sutures were placed, but did not seal the wound adequately. One day later, the corneal sutures were revised and a tight seal was achieved. Due to the sutures, the patient now has induced astigmatism. In a follow up, the surgeon indicated that the astigmatism is constant and not expected to resolve.